Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system the drawer was failed. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had malfunction. A field service engineer (fse) addressed an issue with mini drawer 1.1 not opening properly. The customer stated that the drawer was exposing an extra pocket when accessing medication, when accessing drawer 3, it opened to drawer 4, exposing both pockets and the medication in each. The fse replaced the mini engine and ran the hardware test application test tool. The station was restarted, and the hta test tool was run again with no issues observed. An escort performed a successful inventory count. The system functioned as intended after the field service engineer repaired the device.